Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR contact first and last name, MFR email address upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber tip was degraded down to the fiber jacket and had burn marks, showing signs of usage. The fiber was broken in two pieces. It is likely that the customer had previously used this device (usage is observed on the fiber tip) and when they went to use it again it broke when they were unpacking. Procedural handling of the device during post cleaning, set-up or use, may have contributed to the fiber break. According to the instructions for use (IFU), the user is instructed to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Hold the fiber tip to a nonreflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement.

Event description:
It was reported that this fiber fractured after unpacking. However, product analysis found signs of use, indicating the break was likely identified during use.

Event description:
It was reported that this fiber fractured after unpacking. However, product analysis found signs of use, indicating the break was likely identified during a procedure.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber tip was degraded down to the fiber jacket and had burn marks, showing signs of usage. The fiber was broken in two pieces. It is likely that the customer had previously used this device (usage is observed on the fiber tip) and when they went to use it again it broke when they were unpacking. Procedural handling of the device during post cleaning, set-up or use, may have contributed to the fiber break. According to the instructions for use (IFU), the user is instructed to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Hold the fiber tip to a nonreflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement.

Event description:
It was reported that this fiber fractured after unpacking. However, product analysis found signs of use, indicating the break was likely identified during use.